Manufacturer narrative:
(B)(4). Batch #: 331a14. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device ¿broke off¿ in the patient. A black half of a circle ¿rubber¿ piece was found after a scope was re-introduced. The piece was retrieved with a grasper without any additional assistance. Another device was not needed to complete the procedure. There were no adverse consequences for the patient.